Manufacturer narrative:
Exemption number: (B)(4). Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
(B)(4)¿ the dentist reported that 3 months and 6 days after the dental implant was installed in patient¿s mouth, its non- osseointegration was observed. Moreover, the patient presented bone type iii.